Manufacturer narrative:
(B)(4). It has been reported that the device was discarded; therefore an evaluation of the product is not possible. Lot number information has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate a microsensor malfunctioned; that the yellow cable was stretched at the white plug and the sensor stopped working. Implant date is unknown; no other information was provided. There are no reports of surgical delays. The sample was discarded.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.